Event description:
Following a shoulder arthroscopy procedure, it was reported the patient had sustained; a post surgical burn (severity and treatment of burn was not known).

Manufacturer narrative:
The date of the event was not reported. The date of the event is an approximated date provided by arthrocare corporation. Additional information was requested by arthrocare corporation on july 22, 2009, july 28, 2009, and august 6, 2009 from the initial reporter. No further information has been provided to date. The atlas controller was returned to manufacturer for evaluation. The controller was returned with damage to the power module and chassis and the connector on the output board was almost out of socket causing the output on the 27 pins to work with one channel instead of four channels. The connector was repaired and the unit tested. The atlas controller was tested according to arthrocare's test procedure which includes checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, checks of the coagulation open circuit output voltage, checks of the maximum loaded voltage, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in the use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. Based on the testing performed and the information provided by the user facility, no conclusion can be made. Two devices, super turbovac with integrated cable and atlas controller, were used in the procedure. The super turbovac with integrated cable will be filed under medwatch 2951580-2009-00069.